Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, impact codes, clinical code), h10. Corrected fields: b6, b7, d10. Additional information: event site postal code: 11009, event site telephone: (B)(4). Investigation completed on 07/05/2024. The getinge field service engineer (fse) spoke to the electromedical service over a telephone to resolve the reported issue. Battery date reset is performed and unit is operational. H3 other text : issue resolved over a call.

Event description:
It was reported that, during initial test the cs300 intra-aortic balloon pump (iabp) unit had an electrical test failure, code nº52". There was no patient involvement and no harm.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit had an electrical test failure, code nº52".

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.